Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device remnant associated with the reported event was not returned for evaluation. The initial reporting stated a portion of the rod remains in the patient. The failure mode as described is similar to those as handled in (B)(4). The provided product lot code indicates the product is likely the raw material is 455 stainless steel. Eco412859 was implemented on (B)(4) 2013 to remove the custom 455 ss material from depuy drawing dwg-13760040. A medical device correction notice was distributed on february 05, 2013 and march 11, 2013 for specific lots of the 966120 product code. The notice indicated that depuy has identified the potential for the sp2 im rod to fail due to fatigue when excess leverage is applied at the tip. Several surgical techniques were updated and technical points were emphasized that may further reduce the incidence of tip fracture in the communication. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: update october 16, 2015. Complainant has advised the initial product lot code reported was provided incorrectly. The actual lot no. Is h0309. Based on the newly provided lot code the product was manufactured with raw material (B)(4) stainless steel. CAPA-(B)(4) was previously initiated. (B)(4) was implemented on january 16, 2013 to remove the (B)(4) from (B)(4). The current reported complaint device was manufactured prior to the (B)(4) was implemented on january 16, 2013 to remove the (B)(4) from (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because corrected lot number and MFR date have been identified. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: update november 4, 2015: received complaint sample device. Examination of the submitted instrument confirmed the reported breakage. CAPA-(B)(4) was previously initiated. (B)(4) was implemented on january 16, 2013 to remove the (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Instrument broke during surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Followup with the complainant has been conducted for the catalog number and lot number, and the information is not available.